Event description:
Female with history of breast cancer went to dr's office for routine flush of port. Port wouldn't flush, so pt sent to her surgeon's office. Surgeon decided to remove it since it was not working. There was no resistance when he took port out, but he found that part of the catheter was missing after removal. He immediately sent pt to hospital for x-rays, which revealed broken part was in the right ventricle. The pt was then transferred to the another hospital for removal of the broken part. The pt has since then returned home and is known to be in stable condition.